Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that a partial lead was returned. The proximal coil was crushed at 20 cm from the connector pin. The damage resulted in an electrical short between the coils and caused a threshold anomaly. The damage sustained was a result of physiological factors (i.e.: rib-clavicle crush).

Event description:
It was reported that the patient presented to the emergency room experiencing dizziness. The ventricular lead exhibited high thresholds. The lead was explanted and replaced.